Event description:
Pt reported the lateral buttons on the infusion device are non-functional. The infusion device was requested for eval. No physiological effects were reported and the pt did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The buttons passed the optical and functional investigation successful and meet the specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.